Event description:
It was reported that during a laparoscopic cholecystectomy, the first device the clip did not feed properly. The second device, the clips coiled in the jaws. The third device the clips scissored and the cystic artery was occluded. The cystic artery had to be clipped underneath to fix the issue. The case was prolonged for forty five minutes. A fourth device was used to complete the procedure.

Manufacturer narrative:
Unsuccessful ring repair. Per the operative report received in 2009, the device was explanted due to an unsuccessful ring repair. No additional information was provided. No response was received from the surgeon despite our repeated attempts to contact by fax for return of product and additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.